Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported the hematocrit saturation component was damaged. No other details regarding the event were provided. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.